Manufacturer narrative:
Not returned.

Event description:
Plaint plaintiff implanted with t-sling (B)(4) on (B)(6) 2012. Mesh removal occurred on (B)(6) 2013. Patient's legal representative stated small area of mesh erosion, vaginal mesh excision.